Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured off while tightening an implant. The tip was retrieved by the surgeon and the case was completed using an alternate driver. There were no reported patient impacts or surgical delays.

Event description:
It was reported that during the procedure the tip of the driver fractured off while tightening an implant. The tip was retrieved by the surgeon and the case was completed using an alternate driver. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
The device was not returned to zimmer biomet colorado. However, a picture was provided showing three drivers associated with 3 complaints. The image shows 2 out of 3 of the drivers with fractured tips. The 3rd driver tip is out of the image. Therefore, the complaint is non-verifiable for the reported failure of driver tip fracture. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for the fracture is due to over-torquing or forces applied off axis.

Manufacturer narrative:
Additional information in d10 and h6: method, results, and conclusions. The returned driver was evaluated. The tip was found to have fractured as reported. The cause cannot be determined.

Event description:
It was reported that during the procedure the tip of the driver fractured off while tightening an implant. The tip was retrieved by the surgeon and the case was completed using an alternate driver. There were no reported patient impacts or surgical delays.